Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-01849 and 2134265-2017-01850. It was reported that stent damage occurred. The target lesion was chronically totally occluded (cto). A 2.50 x 24, 2.50 x 32 and 2.50 x 38 synergy ii stent were advanced through a non-bsc guide extension catheter and then failed to cross the lesion. The stents were damaged while pulling back into the guide extension catheter for removal. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Distal sand central stent struts were stretched distally past the device tip. The undamaged proximal section of the crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall exposed beneath the stretched stent, indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the safety and effectiveness of the synergy stent have not been established in the cerebral, carotid, or peripheral vasculature or in the following patient populations: patients with a chronic total occlusion.¿¿ the dfu also states: ¿if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur.'' However as per the complaint report a chronic total occlusion (cto) procedure was being carried out and the stent was damaged while pulling back into the guide extension catheter for removal. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-01849 and 2134265-2017-01850. It was reported that stent damage occurred. The target lesion was chronically totally occluded (cto). A 2.50 x 24, 2.50 x 32 and 2.50 x 38 synergy ii stent were advanced through a non-bsc guide extension catheter and then failed to cross the lesion. The stents were damaged while pulling back into the guide extension catheter for removal. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.